Event description:
A damaged pump housing around the usb port was reported, which affected the customer's ability to charge the pump. There was no reported impact to the customer¿s blood glucose level. The customer declined troubleshooting assistance for the issue.